Manufacturer narrative:
Patient's date of birth - unknown date and month in (B)(6). Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an acetabular component revision due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional information received.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown liner, unknown femoral head, unknown stem. (B)(6). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was being scheduled for a acetabular component revision due to unknown reasons. However, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Implant year: 2004. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient¿s right hip was revised approximately 8 years post implantation due to loosening of the cup and protrusion at the right hip joint together with groin pain and significantly reduced walking distance with walker of crutches. X-rays showed the loosening of a burch-schneider-ring with protrusion on the right side. A cemented mono block stem with a burch-schneider-ring and a cemented polyethylene cup of company link were removed during the revision procedure. Attempts have been made and additional information on the reported event is unavailable.